Manufacturer narrative:
A customer alleged a discrepant result for a single patient while using the sars-cov-2 & influenza a/b (scfa) assay lot 01116z. Originally, the sample generated a flu a and b positive and sars-cov-2 negative result but when repeated on a competitor assay, generated negative results for all targets. The customer typically uses non-recommended sample practices. An investigation did not identify a product issue. The discrepancy is likely due to differences in technology for a sample near the limit of detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the sars-cov-2 & influenza a/b (scfa) assay lot 01116z. This sample ran on the liat generated an flu a positive, flu b positive, and sars-cov-2 negative result. The same sample was repeated on the cepheid platform with negative results for flu a, flu b, and sars-cov-2. The original result was not released. According to the customer, nasopharyngeal samples are typically collected using medschenker 1.5ml, however, they also use bd uvt 1ml or 3ml media. Note that collection kit volumes below 3ml are considered a non-recommended process and the medschenker collection media is not a validated media type for this assay. An investigation was performed which did not identify any product issue. A review of the data revealed late CT values and low amplification for the sars-cov-2 and flu a result. The flu b result had a delayed CT and normal amplification. This is indicative of a sample near the limit of detection. The difference in technology and sensitivity between the two assays could account for the discrepancy. As such, results with one assay may not be reproducible with a different assay. It is possible this result contains viral material near the lod of the assay, either from low titer samples or a low level of laboratory contamination.